Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the 2.0x8 mm nc trek was advanced and successfully predilated the bifurcation lesion at the left circumflex and obtuse marginal coronary artery. The nc trek was deflated without issue and was removed from the patient, but resistance was met with the guide wire during removal. At the end of the case, it was noted that the nc trek balloon had torn, but remained attached. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon tear was unable to be confirmed; however, the noted tear at the inner and outer member shaft is likely what was perceived by the account as the reported balloon tear. The reported difficulty removing the guide wire from the device could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the guide wire from the device; however, the reported tear appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.